Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise over-sensing causing pacing inhibition. The patient was asymptomatic. No intervention was reported.

Event description:
New information received indicates that the noise is suspected to be caused by electromagnetic interference due to equipment the patient used during the time the noise occurred. The noise was not reproducible in clinic.